Manufacturer narrative:
(B)(4). The reported description of this complaint notes that philips was notified of a pt death during use of a philips bedside monitor. No product malfunction has been implicated. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that philips was notified of a pt death during use of a philips bedside monitor. No product malfunction has been implicated.